Event description:
A 78 yo f post ion robotic bronchoscopy. No reported complications during procedure. Post procedure patient was unarousable, and a code stroke initiated. Imaging negative. Patient was transferred to the ICU(intensive care unit) for additional management and treatment. Ultimately transitioned to hospice. Multiple recent small infarcts including the left basal ganglia and right medial occipital lobe.